Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a change in mental status after the implantable pulse generator (ipg) was implanted and was transferred to the intensive care unit (ICU). A magnetic resonance imaging (MRI) was performed to rule out a stroke. The MRI confirmed that there were no signs of a stroke or bleeding in the brain. The patient is improving and will be transferred to a rehabilitation facility.